Event description:
Device would not dislodge from implant during insertion. Additional information: on 16 dec 2009, the surgeon was performing a one level tlif. During the surgery, the implant was put on by first tightening the silver knob and then the gold knob. The incision was not very big. During insertion, the surgeon tried to get the right angle to place the ardis obliquely and was putting pressure downward and laterally on the inserter. He had no problem getting the implant into the right position. When he tried to remove the inserter, he first unscrewed the gold and then when trying to unscrew the silver know he couldn't do it. The surgeon was able to loosen the silver knob with pliers until it could be manually unscrewed. The surgeon's hands were noted to be wet and slipping on the silver knob. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.